Manufacturer narrative:
Product analysis:analysis confirmed the customer comment. Upper case is broken, encoder is pushed inside of device. Hanger assembly is broken. Encoder assembly was replaced as a preventative. One knob is missing. Lower case is broken. Display wires are pinched, wire insulation is exposed. One case screw is contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a broken control knob. The epg was returned for service. There was no patient involvement.